Event description:
The user facility reported an impella 5.5 pump was supporting a patient awaiting transplant. While awaiting the heart transplant, computed tomography of the head showed new right striatocapsular lacunar infarct and perfusion deficit in the right posterior cerebral artery. The patient complained of small left sided weakness but no noted significant neurology deficits per the nurse. The patient still awaits transplant while on the impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿